Event description:
Information was received indicating that cadd solis vip pump failed multiple volume test. There was no patient involved.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. There was no evidence of the reported issue in the event history log. Accuracy test was performed and the reported "failed accuracy" issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Manufacturer narrative:
Corrected data: correction: b1.